Event description:
It was reported that three (3) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from a fold area (side seam). This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter last name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: three (3) devices were received for evaluation. Unaided eye visual inspection along with magnification was performed which observed a tear/hole at the lower right side edge of two (2) samples and at the lower left side edge of the third sample. Functional testing was performed which revealed a leak from the impacted areas. The reported condition was verified. The cause of the tear/holes could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.